Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable not confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis and no images were submitted for review. Additional information provided on (B)(6) 2021 stated that the system controller would not be returned for evaluation due to the patient having damaged the controller and was therefore out of warranty. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary system controller was replaced on (B)(6) 2021 due to a tear/cut in the black power lead. Patient also had additional controller swap to current backup controller with 2.0 low flow software.